Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke and the fiber tip burned resulting which led to a burning smell. The amount of joules expended was not provided. Also, it was reported that the gland was very vascular. The fiber was not cleaned during the procedure. The device was not returned for evaluation.